Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds, decreased amplitude and diaphragmatic stimulation. The patient presented to the clinic with increased heart failure symptoms. The patient was sent for a chest x-ray which revealed that this product had dislodged. The patient was to undergo a revision procedure in the near future.

Event description:
Additional information was received that this patient underwent a successful revision procedure. This lead was repositioned and no further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.